Manufacturer narrative:
Correction d4: expiration date: 07/31/2025 (previously submitted as ni) correction e1: initial reporter first name: (B)(6). Correction e1: initial reporter last name: (B)(6). Correction e1: initial reporter facility name: (B)(6). Correction e1: initial reporter address: (B)(6). Correction e1: initial reporter city: (B)(6). Correction e1: initial reporter postal code: (B)(6). Correction e1: initial reporter phone no.: (B)(6). Correction e1: initial reporter e-mail: (B)(6). . H4: the lot was manufactured between august 18, 2022 - august 19, 2022. H10: two (2) actual devices and four (4) photographs of the samples were received for evaluation. Unaided visual inspection of the actual samples was performed and no particulate matter could be observed inside the fluid pathway of both containers. The fill port connector caps were removed and no issue was observed of both actual samples. The photographs were reviewed and a white elongated polymeric appearing particle possibly of fill port material (abs) was observed inside the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was described as particulate contamination. This was identified during the visual inspection process of the finished product prior to patient use. There was no patient involvement. No additional information is available.